Event description:
Customer states she jumped into the swimming pool and forgot to remove insulin pump. Customer's blood glucose was 32 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on electronic assembly. No moisture damage noted on electronic assembly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.